Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the charged coupled device unit, b30 (scope communication error) occurred, due to data error of scope identification, e216 (scope communication error) occurred, the scope connector was sticky due to water leakage, the scope connector cover unit was sticky due to water leakage, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, and an abnormal sound is made due to damage on angulation lever. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a b30 scope communication error. There were no reports of patient or user harm associated with this event.